Event description:
It was reported that the right ventricular (rv) had high thresholds because the slack was pulled out of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: adsr01 implantable pulse generator (ipg): (B)(6) 2011. (B)(4).